Event description:
The customer reported that the that the 00507112400 oscillator blade, 25.4 x 95 x 1.27 mm (.050"), device was being used on (B)(6) 2026 during an unknown procedure when it was reported ¿while oscillating saw in use, surgeon noted part of saw blade broke while in use. New saw blade obtained and changed by nurse. Staff surgeon noted all pieces retrieved and wound irrigated with normal saline on pulse irrigator.¿. The procedure was completed with the use of an alternate device and there was no report of injury, medical intervention or extended stay for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
G3 initial awareness date was 27 may 2026. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.